Manufacturer narrative:
Continuation of d10: product ID 37751, lot#/serial# (B)(6), product type recharger. Product ID 37761, lot#/serial# (B)(6), product type recharger. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's (pt) representative (pt rep) regarding an external device. It was reported that the device was not charged as a piece of the equipment was broken. The manufacturer's patient services (ps) had great difficulty understanding and following the pt rep clearly during the call. They didn't have the equipment present and wasn't with the pt during the call. Pt rep stated that this wasn't the first time, and that the pt had previously had problems on several different occasions, and that's why they were sent another "battery charge connect main screen". Pt rep stated that they had taken a picture of the device the last time, so they provided the model and serial number of the device that they were calling about. It was then confirmed that the caller had a damaged desktop charger (dtc) cord as the connector pin was broken. Additional information was received from the patient (pt). It was reported that pt rep called back saying pt got the dtc, but that was the wrong part and said their mom and brother tried, but the dtc would not fit. Ps attempted to clarify the issue several times and it was finally clarified that pt actually needs the insr. Caller said they thought the desktop charger referred to the insr, not the actual dtc. Caller said pt was in a lot of pain right now due to not being able to charge.

Event description:
Information was received from a patient's (pt) representative (pt rep) regarding an external device. It was reported that the device was not charged as a piece of the equipment was broken. The manufacturer's patient services (ps) had great difficulty understanding and following the pt rep clearly during the call. They didn't have the equipment present and wasn't with the pt during the call. Pt rep stated that this wasn't the first time, and that the pt had previously had problems on several different occasions, and that's why they were sent another "battery charge connect main screen". Pt rep stated that they had taken a picture of the device the last time, so they provided the model and serial number of the device that they were calling about. It was then confirmed that the caller had a damaged desktop charger (dtc) cord as the connector pin was broken. A replacement dtc was requested. Additional information was received from the patient representative (caller). It was reported that caller called back saying pt got the dtc, but that was the wrong part and said their mom and brother tried, but the dtc would not fit. Ps attempted to clarify the issue several times and it was finally clarified that pt actually needs the insr. Caller said they thought the desktop charger referred to the insr, not the actual dtc. Caller said pt was in a lot of pain right now due to not being able to charge. A replacement insr was sent out.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type recharger product ID 37761, serial# (B)(4), product type recharger information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #:(B)(4) , medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.